Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level of 448 mg/dl. Customer treated with bolus which brought the blood glucose down to 331 mg/dl. Blood glucose level at the time of the call was 207 mg/dl. During troubleshooting, the customer declined to check for possible site/insulin issues. The insulin pump/infusion set was replaced and customer agreed to return it for analysis.